Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to verify or duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the speaker count was 21 and it had a primary audible alarm after being glued (no current paa alarm). The unit was glued on (B)(6) 2024. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.